Event description:
Medtronic received information that approximately five weeks after the implant of this transcatheter pulmonary valve the patient developed a fever that persisted despite antibiotic treatment. The patient was diagnosed with endocarditis. An echocardiogram was positive for infective endocarditis. Blood tests and a nasal swab tested positive for klebsiella rhinoscleromatis. It was unknown if the infection was related to the valve or the implant procedure. The valve subsequently was surgically explanted 24 days after the endocarditis diagnosis.

Manufacturer narrative:
The sterilization lot record for this device was reviewed; no issues were identified with the sterilization process. The biological indicator (bi) sterility testing on the sterilization load confirms the sterility (sal=10-6) for the device. There have been no additional endocarditis complaints received for products sterilized under this lot. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Klebsiella rhinoscleromatis is a chronic disease of the upper airways and is endemic in tropical areas and undeveloped countries. The disease more frequently affects young adults, and predisposing factors include poor hygiene and nutritional deficiencies. From the available information, the source of the infection cannot be concluded with certainty; however, based on the patient age, location, and the fact that the klebsiella bacteria is ubiquitous in humans, there is very low probability that this device itself was the initial source of infection. It is more likely that the infection was procedure-related or related to hygiene post-procedure.

Manufacturer narrative:
It was reported that the valve will not be returned for analysis. Additional investigation is pending. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.